Manufacturer narrative:
G4: 13oct2020 b4: (B)(6) 2020. A central processing unit (cpu) was returned for analysis. Visual inspection of the cpu revealed no anomalies noted. An investigation was performed and the reported problem could not be reproduced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 21sep2020. B4: 22sep2020. The service technician confirmed the error. The diagnostic report revealed an error consistent with backup alarm failure. Therefore, the central processing unit (cpu) board was replaced to resolve the reported issue. Periodic maintenance 2 was performed. The following parts were replaced to prevent failure in accordance with the maintenance procedure: a lithium-ion battery and preventive maintenance (pm) kit 2 (oxygen inlet filter, inlet air filter, cooling fan filter, blower assembly, cooling fan, and tubing kit). Overall checking, cleaning, testing, and a function test was performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The customer reported backup alarm failed. The service technician confirmed occurrence record of error code consistent with backup alarm failed was confirmed when periodic maintenance was being performed. The service technician indicated the cause was determined to be a failure in central processing unit (cpu) board, so the cpu board needs to be replaced. As the replacement part is back-ordered, the repair completion date has not been fixed. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.